Event description:
It was reported that the 6600 system locked up and the screen went blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.